Event description:
This is a report from a consumer with supplemental information from two nurses in (B)(6) of peritonitis, hernia and cardiac rub in a patient coincident with dianeal pd2 ambuflex therapy. On an unreported date in (B)(6) 2010, the patient began treatment with dianeal pd2 ambuflex therapy (dose, frequency and lot number not reported) intraperitoneally (ip) for peritoneal dialysis (pd). During a follow-up call with baxter technical services (bts) regarding a previously reported unrelated alarm on the home choice (hc) device, the patient stated that about three weeks prior, he experienced peritonitis. The home patient (hp) stated he had complications with his catheter due to the peritonitis and that dianeal therapy was withdrawn and a catheter was placed into his neck for hemodialysis while he was sick. On (B)(6) 2012, the patient reported being placed back on dianeal therapy. On (B)(6) 2012, baxter product surveillance (ps) followed up with a nurse (rn) and received the following information. The rn stated she did not have much information about this patient's history as she is new to the unit. The rn stated that the peritoneal dialysis nurse (pdn) who took care of this hp is no longer assigned to this clinic, however, would be coming in later today to help out and to call back then if further information is needed. The rn looked in the hp's file and reported the hp had an episode of peritonitis in (B)(6) 2012 manifested by cloudy effluent and draining issues (unspecified). The hp was treated with vancomycin and tobramycin (doses, frequencies, and lots not reported). The rn reported on (B)(6) 2012 the patient had a cardiac rub, echocardiogram and high urea (level not reported). Due to the uremia, the patient was switched to hemodialysis therapy on (B)(6) 2012 for a couple of weeks until the urea level went down. The rn reported this was the reason for placement of the hemodialysis catheter and was not due to the peritonitis as stated by the patient. Per the rn the patient has recovered from cardiac rub and the peritonitis and is now back on pd therapy clarified to be back on (B)(6) 2012. On (B)(6) 2012, ps called later in the day and spoke with the patient's original pd nurse (pdn) and received the following additional information. The pdn confirmed the cardiac rub and stated that it was caused by the patient's prescription (unspecified), it has been resolved and was not related to a baxter device or solution. The pdn confirmed the hp had a hernia diagnosed on an unreported date, was surgically repaired on (B)(6) 2012 and the pdn confirmed the hernia was not related to a baxter device or solution. The pdn confirmed the peritonitis event in early (B)(6) 2012. The pdn reported that the hp was treated for the peritonitis event through (B)(6) 2012 and has fully recovered. The pdn stated that the hp has pets (dogs and cats) and in the pdn's opinion the cause of the peritonitis was a break in aseptic technique through touch contamination (details unspecified). The pdn verified that the patient has been re-trained in proper aseptic technique (unspecified date) . Concomitant medications were not reported. The pdn stated the cause of the peritonitis, cardiac rub, and hernia was not related to a baxter device or solution.

Manufacturer narrative:
(B)(4). This complaint is for a report of a use error - breach in aseptic technique and peritonitis. The complaint is confirmed because nurse reported break in aseptic technique by the patient described as touch contamination; also suspected that the patient pets (dogs and cats) played a role in peritonitis. The assignable cause was not determined. A labeling review was performed which found the labeling adequate for the use error in this complaint. The labeling review confirmed, instructions relevant to the complaint are documented in the product labeling and are easily accessible to the user. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. A sample was not requested because the event involved use error and there was no allegation against the device. Should additional information become available, a follow-up will be submitted.